Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 300-438mg/dl. Correction boluses via the pump were delivered and a manual injection was administered to address the bg level. Multiple infusion site changes were performed to address the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. Further troubleshooting was declined by the customer. No damage was noted to the infusion set cannula. The customer was to perform an infusion site change to address the current occlusion alarm.